Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user experienced elevated blood glucose after overtreating a prior hypoglycemic episode with oral glucose and candy. The infusion site appeared intact, tubing was primed with immediate drops observed, and glucose began trending down during the call, indicating a usage-related issue rather than a device malfunction. Symptoms included hypoglycemia and hyperglycemia ranging from 44 mg/dl to 320 mg/dl accompanied by sleepiness/ drowsiness. Outcomes included minor injury with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified and the medical device problem characterized as overtreating hypoglycemia; no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.